Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. (B)(6) revised a tka that was done in 2011 due to infection. We took out the old polyethylene and replaced it with a new one. He washed out the surgical site in an attempt to rid the infection.

Manufacturer narrative:
A second supplemental report is being submitted on 05/03/2017 to document additional device information including the manufacturing date.

Event description:
Dr.(B)(6). Revised a tka that was done in 2011 due to infection. We took out the old polyethylene and replaced it with a new one. He washed out the surgical site in an attempt to rid the infection.

Manufacturer narrative:
An event regarding a revision due to an alleged infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspections were not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) revised a tka that was done in 2011 due to infection. We took out the old polyethylene and replaced it with a new one. He washed out the surgical site in an attempt to rid the infection.